Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation requiring medical intervention. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016. Page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin. Page 107: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Customer reported a diagnosis of skin irritation likely caused by pod. Customer sought medical treatment and reported taking/using zantac, claritin, allegra, prednisone, hydrocortisone, and hypafix.